Event description:
The device was returned to the manufacturer for analysis. The hcp reported the patient was unable to charge the neurostimulator due to the device being flipped in the pocket. The patient did not receive adequate therapy. An x-ray revealed the leads were wrapped around the neurostimulator from the device flipping in the pocket.

Manufacturer narrative:
Final device analysis results revealed, the titanium insert separated from the silicone.